Event description:
It was reported that the cartridge was leaking from an unknown location. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.